Event description:
The reason for call was pt reported having pain, pt mentioned that they had horrible head ache this morning and they said when they first wok up from the whole spine all the way up to their neck. Pt confirmed they are in trial but cant remember the model of the ins. Pt mentioned that they are not doing well with the ins. Pt stated they tried to reach out and leave a message to their doctor haven't got any response. Pt stated the pain started yesterday, they spoke with a rep earlier and was told to turn off their therapy and also the rep had pt to turn the number down because their right leg was buzzing awhile ago and mentioned when they are in the kitchen its like their whole leg was totally numb and almost fell down. Pt stated that yesterday they are in pain from where they placed the lead and it had gone downwards since then. Pt also mentioned that the antibiotics they recommend was causing the pt nausea and vomiting or they felt like they were gonna throw up then they were ordered a different antibiotic. Pt said their right side started buzzing like electrical currents and mentioned their pain is not on that side, it is all on the patient's chest but the pain they are feeling was from the trauma she went through with the implant and said the trial made them worst. Pt mentioned they were stressed out because of the trauma of the trial and patient was screaming and crying because they had so much scar tissue that's why it was painful and not working them.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead the product involved in this event was an unknown external neurostimulator used during a trial, rather than an unknown internal neurostimulator as previously submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead; serial# unknown. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A call was made to the patient (pt). Pt unable to provide the serial numbers of devices involved as they no longer have the devices. Pt unable to provide date of their spinal cord stimulation (scs) trial/trial lead implant date stating it was a ¿bad experience¿. When prompted on the cause of the headache/pain/shocking/antibiotic use the patient states no antibiotics were used stating ¿I don¿t know where you got that information¿. Pt reports that they felt shocking in their right leg and their right leg was going numb. The doctor told them to turn off the trial device which pt did. Turning off the device resolved the shocking and numbness. Pt reports that the cause of the headaches was a spinal fluid leakage. Which the patient described as ¿horrible¿, they couldn¿t eat due to the headaches/pain as they would vomit any time they ate due to the pain. Pt states they could not reach their doctor on the weekend and had no emergency number. Pt went to the emergency room 2 days in a row because the pain was so severe. Pt reports they were able to see their managing physician the following monday. Pt reports that they received 2blood patches to treat their headache/spinal fluid leakage. Pt reports their headache improved after the first blood patch and then they received a second blood patch one day later which resolved their headache. Pt reports that due to their experience during the scs trial they did not want/receive a permanent implant.